Manufacturer narrative:
A microscopic inspection of the returned product shows that the hex driver is offset in the hole about 90 degrees and the hex edges are wedged into the body of the screw. Tool marks are also visible on the body of the screw. Evaluation of the hex driver found the product was built to specification; however, the hex hole in the screw could not be evaluated since the lot was not identified and the hole is compromised. Analysis of the returned devices indicates that the device was a contributor to the reported event. Based on analysis, a definitive root cause could not be determined. However the most likely root cause is the driver was not lined up with the screws? Hex hole and became entrenched when pushed down further into the screw body.

Manufacturer narrative:
Investigation not complete. Product has been returned. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly the driver would not release from implant after many attempts. The implant had to be removed.